Manufacturer narrative:
Manufacturer's investigation conclusion: the reported disengagement of the sealed outflow graft bend relief was confirmed through the evaluation of the submitted x-ray images. The account submitted x-ray images which showed the outflow graft bend relief disengaged from the outflow graft attachment. The account reported that the patient had a pump exchange to vad-63046 on 12jul2020, and at that time the bend relief was fixed (captured under MFR. Report # 2916596-2020-03184). It was reported that an outflow graft collar was placed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii instructions for use (IFU) (rev. C) and patient handbook are currently available (rev. C). Section 15.5 "preparing a sealed outflow graft" provides information regarding how to prepare the sealed outflow graft for implant. Section 16.7 "de-airing the lvad" explains how to install the bend relief over the graft during implant and instructs: "slide the bend relief over the metal fitting toward the locking screw ring until it snaps into place. Visually inspect the bend relief to assure it is fully connected and seated to the sealed outflow graft. This is confirmed by the inability of the bend relief to slide back toward the anastomosis." Section 16.8 "securing the pump and connections" states that once the flow through the blood pump is satisfactory, assure that all sealed inflow and sealed outflow connections are dry and secure. The hmii IFU cautions that care should be taken to ensure the sealed outflow graft bend relief remains connected during sternal closure. It also outlines the proper methods to install and suture the sealed outflow bend relief collar. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29aug2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2020-03184, no further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the outflow graft bend relief attachment clip was disengaged from the outflow graft attachment.